Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the conductor wire insulation damaged at the yaw pulley with the internal wires exposed. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on all three attempts. No thermal damage was observed on the instrument. The complaint was confirmed by failure analysis. A review of the provided image is consistent with the damage to the conductor wire with the internal wire being exposed. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument was found to have abrasion on the black wire at the tip. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was found to be damaged when it was removed from the patient. There was no thermal damage or arcing. There was no fragment fall into the patient.